Event description:
Medtronic received information a core valve was implanted to replace a failed mitroflow valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).